Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that stent assisted embolization of the left middle cerebral artery aneurysm was successfully completed. Four days post procedure; the patient suffered a left sided cerebral cortex hemorrhage. There was no action taken to treat the complication. The adverse event was resolved. The physician stated that the hemorrhage was not related to devices or to the procedure but ¿maybe it was related to the anticoagulant/antiplatelet regimen¿.

Event description:
It was reported that stent assisted embolization of the left middle cerebral artery aneurysm was successfully completed. Four days post procedure; the patient suffered a left sided cerebral cortex hemorrhage. There was no action taken to treat the complication. The adverse event was resolved. The physician stated that the hemorrhage was not related to devices or to the procedure but ¿may be it was related to the anticoagulant/antiplatelet regimen¿.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and patient condition, and is noted in the labeling therefore, it was determined that the reported event was an anticipated patient complication.